Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor technique. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 70-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 112 and 117 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/29/2018 and open vial date is (B)(6)2015. The meter memory was reviewed for previous test result history (date / time not set): a 86mg/dlmg/dl, (B)(6)2015 09:15:00 am, fasting:yes. A 75mg/dlmg/dl, (B)(6)2015 07:00:00 am, fasting:yes. A 63mg/dlmg/dl, (B)(6)2015 09:52:00 pm, fasting:no. A 98mg/dlmg/dl, (B)(6)2015 01:39:00 pm, fasting:no. A 92mg/dlmg/dl, (B)(6)2015 08:27:00 am, fasting:yes. Customers concern:customer is not sure if all of the results are incorrect. Customer called about meter reading low on her blood results. Customer is a gestational diabetic and had to go to the hospital for unrelated to her sugar but her pregnancy and while she was there she had to run her blood sugar and then within a minute or 2 the nurse ran a blood sugar on there monitor, the hospital got a 97 and ran it again 97mg/dl and the results on the customer's meter was 63mg/dl. The nurse asked the customer to call us about the meter. The customer is now unsure if her meter has been reading correctly for the almost 2 months that she has been using the meter. Customer is not applying blood correctly, I reviewed the application of the blood which she will with the new meter, applying blood vertically and then pulling away when the meter beeps or the lines go across the meter.